Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The 95% stenosed lesion was located in the calcified and severely tortuous mid right coronary artery. The physician advanced the 15mm x 2.50mm nc quantum apex balloon catheter, inflated the balloon to 14 atms and ruptured. It is not known how many times the balloon was inflated. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4)

Event description:
It was further reported that the 15mm x 2.50mm nc quantum apex balloon catheter was used to pre-dilate the lesion and that the balloon ruptured during the second inflation.